Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance steady at approximately 60 ohms through (B)(6) 2016, jumps to 119 ohms by (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance has been out of range high since 13-mar-2016.